Event description:
The customer reported that the c-arm will not move and had a faulty tube. Also, there was no image on the system. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the fuse. Movement was enabled but still no image displayed. He checked the system controller and tried to repair the monoblock with customer, but it failed. He suggested that the customer replace the monoblock.